Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. Additional information was received. The patient did not attend the scheduled replacement procedure, therefore, the device still remains in service and has not yet been re-scheduled for replacement. No adverse patient effects.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. There is no evidence to suggest a request was made to have data from this device analyzed. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects.